Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. In addition, the retained test strips passed visual inspection and performance testing with control solution. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter (husband) for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra 2 meter displayed inaccurate high results compared to a hospital meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on an unspecified date and time ¿over the last month¿ prior to contacting lfs. The patient was in hospital due to a back issue and had compared a blood glucose result of 7.x mmol/l on the subject meter compared to 4.x mmol/l on the hospital meter performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin (self-adjuster) and the reporter stated that on (B)(6) 2017, 9:00pm the patient had her dose of humulin insulin increased to around 50 units in response to the alleged product issue. The reporter detailed that on (B)(6) 2017, 2:30 am the hcp (nurse) was doing her nightly rounds and discovered that the patient was ¿really low¿ and treated the patient with a glucose tablet. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the blood sample was taken from an approved sample site. The patient performed the correct testing steps. The patient¿s test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient did not have control solution or test strips to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter and required hcp intervention.